Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the mainbody of a minicap transfer set cracked after being used for about two weeks. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.